Event description:
As reported by the user facility: possible over infusion. Two (2) days after the reported event occurred the patient expired. The patient had been transferred to another facility at this point. As part of an internal nonconformance, this importer MDR is being submitted retroactively. Please note that the associated manufacturer MDR for this event, 9610825-2020-00092, had already been previously submitted timely on 24apr2020. As b. Braun medical, inc. Submitted the manufacturer MDR on behalf of the manufacturer, the importer MDR was inadvertently missed.